Event description:
It was reported that during a laparoscopic stoma formation, the staples were not formed correctly but the device cut. As a result the bowel was left open, with feces falling into the abdomen. A laparotomy was performed and the patient did receive a colostomy.